Manufacturer narrative:
The pump was received with a constant rf pic failed alarm due to a faulty component on the radio frequency board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the bolus or basal history due to the alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a radio frequency pic failed self test alarm on the insulin pump. Customer was in kindergarten and the alarm was cleared. Customer's blood glucose was 156 mg/dl. Caller was a kindergarten teacher. The pump was rewound and caller was advised to have the customer disconnected from the pump. Caller programmed a bolus of 2 units and it was visible in the bolus history. Customer had the alarm twice today. Customer was advised to discontinue use of the pump and revert to a back-up plan. It was explained that the pump will need to be replaced.